Event description:
Caller states the pt tested 1.8 inr on the coaguchek test system and 2.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 196a-a14, exp 05/31/07, cat/3116274.

Manufacturer narrative:
Suspect device: coaguchek test strip.